Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was passed down the scope and were able to place it in the right position. However, when they tried to remove the catheter from the scope, the clip got stuck on the catheter and wouldn't come off. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event.